Event description:
Customer reported a critically ill, post operative pt was being monitored. As their blood pressure was falling, the monitor reportedly blanked out. Ge healthcare's investigation into the reported occurrence is still ongoing. A follow-up report will be issued when the investigation has been completed.